Event description:
It was reported by service report that the lock bar strut is broken in half and the stair chair may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.